Event description:
It was reported a flipped pump occurred, but was not confirmed. Hcp recommended a diagnostic study and faxed lateral image of pump for orientation confirmation. At the time of this report, no further details were provided. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).